Event description:
A customer contacted baxter technical service regarding a tina hemodialysis instrument. The home patient (hp) stated that the machine's transmembrane pressure (tmp) was at about 300. Th hp stated that the machine is pulling off too much fluid during patient use. The patient reported two incidences in 2009. On the first day, the machine was programmed to remove three pounds of fluid in six hours and the machine removed four pounds of fluid in three and a half hours. He stated he had to terminate treatment both dates and he could not return the blood in the tubing set, so he lost 200-300 cc's. The hp did not restart treatment after these incidents. He stated there was no injury or medical intervention associated with pulling off too much fluid. During follow up, the hp stated that the machine had been failing self-test and that the flow equalizer was malfunctioning. The hp also reported that the dialyzer was clotting off and per the hp this was a result of the flow equalizer issue.

Manufacturer narrative:
In 2009, a field service engineer (fse) went to the hp's home, evaluated the device and confirmed the problem. The fse found that the instrument would not pass the ultrafiltration (uf) accuracy test. The fse replaced the 2 way solinoid valve and diaphragm on the uf flowmeter. The fse inspected and tested the machine and all systems passed. Machine was released for use by the patient.